Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the procedure the tracheostomy tube cuff was tested on the back table. It was then given to the doctor for placement in the trachea. When the anesthesia circuit was connected by doctor, the patient was not being ventilated correctly. The trach was removed and replaced immediately with another tracheostomy tube, which worked. The tracheostomy tube was removed from the table and it was noted by anesthesia that there is a small hole in the tubing that connects directly to the anesthesia circuit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.